Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmers power plug was noted to be -blackened- and would not power up. The device would no longer be used and replaced.